Event description:
The customer reported that they would lose monitoring of spo2 and the parameter would turn off spontaneously but no "?" Or alarms were provided. No patient harm was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.